Manufacturer narrative:
The device was not returned for evaluation; therefore, the investigation is inconclusive for the mechanical issue, as no objective evidence has been provided to confirm any alleged deficiency with the biopsy instrument. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model unk encor probe biopsy instrument allegedly experienced a mechanical issue. This report was received from one source. The device was used inside of the patient, with no reported patient injury. Patient age, weight, and gender were not provided.